Event description:
It was reported that stent dislodgement inside the patient occurred. Vascular access was obtained via the radial artery. The 90% stenosed, eccentric, de novo target lesion containing a lesion bend of >=90 degrees was located in the moderately tortuous and severely calcified proximal right coronary artery. A synergy¿ drug eluting stent was advanced to treat the lesion. When advancing the device in the distal right artery, the physician discovered that there was no stent on the balloon. The physician saw the stent lose in the proximal right of the vessel. The physician snared the stent out. The procedure was completed with a different device. No further patient complications were reported and patient's status was stable. This product is only ous approved but is similar to an approved us device .

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).